Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that approximately a month they had do undergo breast surgery and before they could have surgery needed to put nuclear fluids in so they could find the cancer when they went to get x-rays. Pt said instead of taking 10-15 mins, this took 2 hours and they were rolling on the implant back and forth back and forth. Pt said when they were done, they had bruise by the implant. Pt said before surgery they sent a medtronic rep in to turn off their implant. Pt said they got out of surgery at 6 pm in the evening. Pt said they have turned their stimulator on and off before and they turned the stimulator back on. Pt said during the period since then, nothing that they had before was acting the same way. Pt said in the morning they would wake up to recharge their implant and the implant would show only 30% being used (implant battery was at 70%). Pt said prior to this, several months since august of last year, they pretty much would drain the implant battery down to where the implant battery really needed to be recharged. Pt said after breast surgery, the implant battery would be at 70, 80, 90% when they went to recharge the implant battery in the morning. Pt said normally the implant would take an hour to charge to full strength and they would go on with their day and with no problems. Pt said since surgery, they checked all their settings and nothing had changed. Pt said mid afternoon they would get pain across the middle of their back and the therapy wouldn't help with the pain and they would need to take a pill to get pain to back off. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that they first noticed that the ins battery was not draining on aug. 21. The charger is/was taking 2-3 hours to charge the implant only to 80%, it is not signaling when it is done sometimes. It sometimes notified "no device" 3-4x. Several times they pulled the battery out of the controller to try and reset. After the pt was redirected to their physician to address the issue, the pt stated that they were redirected to the specialist for problem solving. The steps taken was getting their parts replaced several times. It was ok for a while but then it went back to the same. When asked if the issue resolved, the pt stated no, it used to take 45mins-1hr to charge (morning coffee). It is taking 2-3 hours with several reboots. It is now a major part of their day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back reiterating information as documented in this case. Pt stated that on march 4th they had breast surgery for cancer and so they had a nuclear infusion which would normally last 10-15 minutes, however they were there for 2 hours having it done. Pt stated that healthcare provider (hcp) had them rolling back and forth to the point where they had a bruise over where the ins was. Pt stated that before the surgery, hcp came in and turned the ins off. Pt stated that hcp got the cancer during the surgery and that they had come out of surgery at 6 pm so no one was around to help, but they were able to turn the ins back on with their controller. Pt stated that usually the next day their ins battery would be down in the orange zone and so they would recharge the ins around 8:15 am; pt noted that it usually takes an hour to recharge the ins. Pt stated that this time however when they checked the ins with the controller, only 30% of the ins battery had been used. Pt stated that they tried rebooting the device over the next couple weeks. Pt stated that they called patient services (pss) last week and that they were told to call hcp (as documented in this case); pt stated that they called hcp on friday, however it was 48 hours before hcp got back to them. Pt then stated that the ins battery was still only down by 30%. Pss asked the pt if they were feeling the therapy/stimulation; pt stated no, they weren't. Pt stated that friday afternoon, a manufacturer representative (rep) called them and that they met at the pain clinic; pt stated that the rep checked the ins and that everything seemed to be okay. Pt stated that the rep upped the therapy to where they should have been feeling the stimulation, however they were not feeling the stimulation. Pt stated that they got up at 8:15 am this morning and sat down to recharge the ins, however the green light was not flashing above the controller screen; pt stated that the green light had turned off several times during this past month. Pt stated that the controller was completely black and that the controller wouldn't come back on. Pt stated that they reset the controller and then the controller came back on. Pt stated that at around 12:45 pm they were still trying to recharge the ins when an alarm went off on the controller and system problem rm06 (screen 77) displayed. Pss asked the pt if the recharger (rtm) was getting hot while recharging the ins; pt stated not this morning but that it had before. Pt confirmed that there was no apparent damage to the rtm. Pss reviewed rtm replacement with the pt; pt mentioned that they had two rtms; pt stated that the rtm was replaced a couple months ago, however they had sent back the old rtm. Pt then stated that maybe they got the second rtm from their doctor's office as one time they had the device checked and hcp swapped out the rtm, however they didn't take the rtm back. Pss also advised the pt to follow-up with mdt rep for more possible ins reprogramming if needed. The patient was sent out a replacement recharger (rtm).

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger h3. Analysis was performed on [product ID 97755 serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.